Manufacturer narrative:
Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The cause is the (1) foreign material in the motor gears (2) downstream occlusion (dso) nub is worn (3) unknown. (1) removed the foreign material from between the gears (2) replaced dso to correct the issue. Cadd legacy device passed all functional tests after the repair.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was alarming error code 1870, and it also emitted a double beep. The device lens was also scratched. There was no patient involvement.